Event description:
It was reported that there was a break at the transition of the device and was removed without incident. No patient complications were reported and the patients¿ status is good.

Manufacturer narrative:
Device evaluated by MFR. - it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).